Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation, an anomaly was observed on the anterior aspect extending to the posterior view of the device consistent with a crease/fold. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4). Note: this product received on (B)(6) 2020, was previously reported as product being received for the manufacturer report number 1645337-2020-10201. However, the product received was mentor smooth round moderate profile 225cc, catalog 3501630, lot 6482132 which was different from the product that was reported in manufacturer report number 1645337-2020-10201. On (B)(6) 2020, multiple attempts were made to obtain additional information for the returned device. However, since no more information was obtained the device will be reported in this complaint as a blind device in manufacturer report number. (B)(4).

Event description:
On (B)(6) 2020, mentor smooth round moderate profile 225cc breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.